Manufacturer narrative:
Device evaluated by MFR?. The failed part/unit has not been received yet. As soon as the part/unit is returned. It will be forwarded to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.